Event description:
It was reported that the customer passed away, and the caller thinks she was wearing the insulin pump at time of death. It was stated that the coroner believes possible suicide, but findings were inconclusive. The caller was unsure if the coroner gave them back the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.